Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 501 mg/dl. The cause of the high bg was unknown. The infusion set was changed, and a manual insulin injection was administered to address bg level.